Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused epipharyngeal carcinoma, two round foci found in the lungs and blindness in left eye. The patient did report to receive medical intervention and had radiation and chemotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.